Event description:
It was reported that the pt complained about a decrease in his hearing sensation since the beginning of last week. The pt however, becomes aware of an improvement in his hearing when he presses on his outer ear. The audio processor has been exchanged, but this did not really improve his hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow-up report.